Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke, hemorrhage and death are known potential adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, several hours after the implantation of the xact stent in the left internal carotid artery, the patient experienced a left frontal intracerebral hemorrhage. The patient underwent a left frontal lobotomy. The patient was transferred to a rehabilitation facility on or about (B)(6) 2010. On an unknown date, the patient expired. There was no additional information provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the patient expired at a nursing facility on (B)(6) 2011. The device lot number was also received.